Event description:
It was reported that the patient's blood glucose level (bg) rose "so high they are unreadable" while wearing the pod between 1 and 4 hours. When removed, the patient reported that the cannula was not visible, indicating it did not deploy at pod activation as intended. As treatment, the patient gave manual insulin injections. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.